Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that catheter fractured approximately at the 8cm mark. PICC inserted in right basilic vein, cut to 45cm, 7cm exit site, secured with securacath. Fracture discovered when attended for a line flush. Epi/cyclo/ docetaxel. No other information was provided.